Manufacturer narrative:
The reported event was pocket erosion. The product was returned and visual inspection was normal. No anomalies were noted.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient's right ventricle and left ventricle leads were explanted due to erosion. The patient's condition was unknown.

Manufacturer narrative:
The reported event was pocket erosion. The product was returned and visual inspection was normal. No anomalies were noted.